Manufacturer narrative:
The returned product was evaluated and the device completed sterility within specification. The cause of the reported irritated infusion site could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the rash/skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Using the pod 5 / page 44. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported experiencing a rash and itching at the pod site. She was given a prescription cream (B)(6) cream .05%) by her doctor to use two to three times a day, as needed. The pod was worn on her abdomen for longer than 48 hours.